Event description:
It was reported that the customer had a motor error alarm and a low battery alarm on the insulin pump. Customer's blood glucose level was 126 mg/dl. Customer stated that he changed battery changes in less than 10 days time. Customer was not aware of the alarm until he checked his alarm history. Customer stated that he was able to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced due to monitor error. No add'l info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).